Event description:
Customer reported that the insulin pump is alarmed button error twice. Customer was able to clear the alarm two weeks ago but it occurred again on the night before. Customer reverted to manual injections. Blood glucose value is 210 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.